Event description:
It was reported that bd insyte autoguard needle prematurely retracted. It was reported that catheter safety device already activated, stuck in the protective sheath.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.